Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. The consumer tested after being exposed to covid and received a negative result. The consumer subsequently tested with a cvs-branded test (date performed unknown) and received a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. The consumer tested after being exposed to covid and received a negative result. The consumer subsequently tested with a cvs-branded test (date performed unknown) and received a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.